Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have an emergency appointment with their dentist due to nerve damage and severe pain they have from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.